Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n431744, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_recharger_acc, product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to use stimulation. The patient was told to use stimulation off and on and then the implantable neurostimulator (ins) completely died a few days prior to this report. The patient still felt surges of stimulation and buzzing in the groin. Stimulation normally was felt in the back and legs. Telemetry was not successful with the patient programmer (pp), the ins recharger (insr), and the clinician programmer (cp). The patient had been able to use stimulation the week prior to this report. The patient had charged a few days prior to this report and had all 8 bars. A short time in overdischarge was mentioned. No falls or trauma occurred. Intermittent stimulation was noted. There was also pain and warmth at the ins site and the ins site was sensitive to the touch. Additional information received reported telemetry issues and it was noted that the patient was charging normally and a power on reset (por) message was going to be cleared. Follow-up determined that the overdischarge was not confirmed. The por was cleared but it was unknown what code was present. It was not sure if the patient had charged to 100%. The battery was noted to be at 25% when the por was cleared and the patient was advised to not turn the device on until it reached 100%. The patient was advised to call the manufacturer representative (rep) if they had any further concerns and the rep had not heard from the patient. The patient was going to see their doctor for the other symptoms of tenderness, warmth at the ins site, and groin pains. Additional follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention was needed, and if the issue was resolved with respect to the other symptoms. This event will be updated if additional information is received.